Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-12544, 12545. It was reported the pt experiences burning at the ipg site when stimulation is on. Lead diagnostics revealed all contacts are valid. The surgical lead does not provide leg stimulation as intended, stimulation is felt at the ipg site only. X-rays showed the subcutaneous lead (off-label use) is pulled around the ipg. New course of action is undetermined at this time.